Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight the device within specification, fold creases, and crystalline. After the autoclave cycle cloudy color in the gel was observed. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient and healthcare professional reported left side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade IV.

Event description:
Patient and healthcare professional reported left side capsular contracture, baker grade IV. Device has been explanted.